Manufacturer narrative:
A complete lead was returned in one piece, electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found damages consistent with that occurring at the time of implant/explant. X-ray examination of the lead did not find any anomalies.

Event description:
Following lead revision, the pacemaker dependent patient experienced intermittent asystole due to suspected exit block that may have been caused by a lead issue. The lead was explanted and replaced. The patient was in stable condition.